Event description:
Cap reducer faulty: plastic ring on top of white portion of movable part of cap came apart from cap reducer and came off in patient; this occurred as surgeon was putting a laparoscopic instrument through opening in cap reducer. Surgeon retrieved this piece during the surgery and no apparent harm came to patient.